Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing measurement of greater than 3000 ohms. Additionally, there was noise that was oversensed on both channels. Technical services suspected the noise was due to electromagnetic interference (emi) and suggested to bring the patient into the clinic for further evaluation. The involved leads are a non-boston scientific product. This device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
Filing a supplemental to include a conclusion code update.

Event description:
Additional information was received from the patient that there is a potential issue with her lead, out of range pacing impedances. The patient noted she is having chest pain and is worried. The clinic will follow-up with the patient on the next steps. No adverse patient effects were reported.